Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was scheduled to have the device removed prophylactically, but expired prior to the procedure. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. Information has been requested and not yet received.